Event description:
As reported from a voluntary medwatch, tavr procedure left common carotid artery cutdown performed and a 6 fr sheath was placed. The aortic valve was then crossed utilizing an al1 catheter and a straight tip amplatz wire. This was then exchanged for a precurved safari wire utilizing a pigtail catheter. Subsequently, a 29 mm edwards s3 valve was deployed under rapid ventricular pacing. Transesophageal echocardiography demonstrated no paravalvular leak or aortic regurgitation. Next the tavr delivery system was removed from the left common carotid artery. Due to a split sheath with the delivery system unable to be withdrawn completely into the sheath this was removed as one piece. This then resulted in further disruption of the carotid arteriotomy. A 10x20 mm balloon was inflated in the proximal left common carotid artery to obtain proximal control. Due to the complexity of the repair with concerns regarding further loss of hemostasis and that the patient had no evidence of impaired signal on neuro monitoring, the carotid artery was ligated below the clavicle. The patient was transferred to the ICU for further care. It was reported that the patient was moving all extremities immediately post tavr. A head CT was performed the day following surgery and did not show obvious signs of stroke, however a repeat CT was performed 12 hours later and showed the patient had suffered a left hemispheric stroke. The patient remained intubated and sedated and also went in to renal failure requiring crrt. Neurosurgery consulted on the patient and determined there was nothing they could offer the patient. The patient's family essentially made the patient a dnr and he was allowed to expire comfortably.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered balloon profile, damaged sheath, and/or damaged guidewire. In this case, the complaint difficulty withdrawing the delivery system through the sheath was unable to be confirmed as no device and/or imagery was provided. There are several factors that can lead to withdrawal difficulty. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system may cause the system to interact with the sheath, resulting in difficulty withdrawing. Additionally, it was reported that the sheath liner was torn. If the sheath was previously damaged, it can cause further resistance as the delivery system is withdrawn into it. However, due to limited information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.